Event description:
It was reported to philips that the system's geometry module had a problem, which can impact geometry movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's geometry module had a problem. The complaint did not include further details about the nature of the issue. No service action was performed by the philips, since the service was no longer required. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.